Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port catheter shredded. The following information was provided by the initial reporter: we had an incident occur again with the bd nexiva angio where the angio shredded during IV insertion. This occurred in the infusion room. Rn attempting to insert 24 gauge IV. Flash of blood observed indicating that IV was in appropriate position. When rn attempted to remove needle, rn observed that angio was shredded. Angio had to be removed and patient had to have procedure completed again.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383511 and lot number 4029682. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.